Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The burr catheter was received separately/loose in the bag and the burr catheter was received attached to the advancer for the complaint device. A microscopic and visual inspection of the advancer, sheath, coil and the burr were performed. There was no damage or irregularities to the devices. The burr for the related complaint was detached from the advancer and the burr catheter for this complaint was attached. Functional testing was performed by connecting the rotablator rotalink plus device to the rotablator control console system. The device was unable to get any speed and the stall light came on the console. The advancer was dismantled and the ultem was found to be melted. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as 2134265-2017-03439. It was reported that the burr burned the rotawire. The target lesion was located in the left anterior descending artery (lad) through the right coronary artery. A 1.25 mm rotalink¿ plus was placed over a 330 cm rotawire¿ and platforming was done, outside the patient¿s body. The rotational speed was adjusted; however, it was noted that the burr burned itself into the rotawire. The rotawire was suspected to be kinked and debris between the rotawire and the burr were noted. The rotawire was removed from the patient¿s body and was replaced with another of the same rotawire and a new 1.50 mm rotalink¿ plus was loaded for platforming; however, the burr did not advance over the rotawire and only the saline drip tube moved. Another 1.50 mm rotalink¿ plus was prepared; however the rotablator console was stuck in dynaglide mode. Lad was treated without rotablation with normal unspecified balloon and stent. Consequently, the procedure was abandoned and the patient was scheduled for follow up treatment in 4-8 weeks. After the case, it was noted that the rotawire was expired. There were no patient complications reported.

Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2017-03439. It was reported that the burr burned the rotawire. The target lesion was located in the left anterior descending artery (lad) through the right coronary artery. A 1.25 mm rotalink¿ plus was placed over a 330 cm rotawire¿ and platforming was done, outside the patient¿s body. The rotational speed was adjusted; however, it was noted that the burr burned itself into the rotawire. The rotawire was suspected to be kinked and debris between the rotawire and the burr were noted. The rotawire was removed from the patient¿s body and was replaced with another of the same rotawire and a new 1.50 mm rotalink¿ plus was loaded for platforming; however, the burr did not advance over the rotawire and only the saline drip tube moved. Another 1.50 mm rotalink¿ plus was prepared; however the rotablator console was stuck in dynaglide mode. Lad was treated without rotablation with normal unspecified balloon and stent. Consequently, the procedure was abandoned and the patient was scheduled for follow up treatment in 4-8 weeks. After the case, it was noted that the rotawire was expired. There were no patient complications reported.